Event description:
It was reported that the patient's implantable cardiac monitor (icm) was experiencing under-sensing of the r waves. Programming changes were made. The patient's condition was stable.